Manufacturer narrative:
The company rep examined the system, cleaned and lubricated the IV pole and replaced the footswitch cable. The system was then tested and met product specifications. A root cause could not be determined. (B)(4).

Event description:
A nurse reported the IV pole locked during a procedure and would not go up or down. A 40 minute delay was reported as it was necessary to wait for another procedure to be completed before the second system was available for system switch out. The system was switched out and the procedure was completed with no pt impact.